Manufacturer narrative:
Additional narrative: during subsequent follow-up with the reporter, additional information was obtained. It was documented in the initial medwatch report that the event date was unknown; however, information received from the affiliate states that the event date was (B)(6)2017. Please note that section of this report has been updated to capture the event date. The reporter also stated that three attachment devices listed in the synergy form were used in the same procedure. Therefore, the product represented by this medwatch report is 1 of 3 devices involved in the same event. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - bearings, attachment had a worn bearing - too hot. It was also noted that the device failed pre-test for temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device became hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.